Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose around 400 mg/dl for the past three days. They changed the set and the reservoir and smelled like insulin. Blood glucose at the time was 303 mg/dl; current reading is 470 mg/dl. The customer was lethargic and grumpy. During troubleshoot; it was stated the drive support cap is recessed. Insulin was not stored at room temperature, they find a big insulin gap due to air bubbles in the tubing. Insulin did exit the tubing with manual prime. Mother declined to continue troubleshooting and stated she has been adjusting the settings and they should be fine. It was advised to change the entire infusion set and reservoir.